Event description:
A hospital in (B)(6) reported that an rt236 infant dual-heated evaqua breathing circuit leaked during set up on an maquet servo I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on the complaint device. The pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified leaks around the swivel. A lot check revealed no other similar complaints for this lot number. Conclusion: breathing circuits are composed of many parts, therefore leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. As part of our ongoing product improvements, a change was made to the design of the swivel and implemented at the end of (B)(4) 2010. The failed swivel wye in this case was of the old design. Our user instructions that accompany the device state: "check all connections are tight before use" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" -"set appropriate ventilator alarms". (B)(4).

Event description:
A hospital in (B)(6) reported that an rt236 infant dual-heated evaqua breathing circuit leaked during set up on an maquet servo I ventilator. This was found prior to patient use.